Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nmrc, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported that when turning on the device it still registers as being off. The patient's specific indication for use is unknown. No symptoms, interventions, or potential causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.